Event description:
Voluntary medwatch form received states: it was reported that this right ventricular (rv) lead exhibited suboptimal impedance and high pacing threshold measurements; therefore, the system was programmed to left ventricular (lv) pacing only. At this time, no further information is available. This lead remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
Related voluntary medwatch form received: mw5154244.